Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID (B)(4).

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Strip expiration date is 06/30/2018 and strip open date is (B)(6) 2016. Strip storage is correct. Back to back blood test performed non-fasting and results are 200mg/dl and 190mg/dl reviewed meter memory (date / time not set) the 176mg/dl (B)(6) 2016 08:47:00 am fasting:yes, the 120mg/dl (B)(6) 2016 07:00:00 pm fasting:yes, the 171mg/dl (B)(6) 2015 10:43:00 pm fasting:yes, the 188mg/dl (B)(6) 2016 08:51:00 am fasting:yes, the 143mg/dl (B)(6) 2015 06:22:00 am fasting:yes. Customer calling concerned his meter is reading lower than his doctor's meter. Customer performed a back to back blood test on (B)(6) 2016 at 09:05 am fasting and received a result of 192 mg/dl and at the doctor's office using the facility meter customer received a result of 255 mg /dl . Customer states his normal glucose range is 132-165 mg /dl fasting.